Event description:
It was reported following deployment of a 6f angio-seal sts plus device in the right common femoral artery, the pt experienced right leg pain. There was small tissue tract ooze observed at the insertion site. Manual pressure was applied; a "cold" area was noted at the insertion site. The pt's leg began to turn dusky and purple with a diminished pulse. A peripheral angiogram via the left femoral artery revealed no occlusion at the angio-seal site. A small amount of blood was observed leaking from the vessel; the physician thought this was due to an incomplete closure. The pt began to shiver; an area around the arteriotomy became ecchymotic with petechiae. The physician questioned an allergic reaction to the angio-seal device. Benadryl 25 mg and solucortef 100 mg were administered intravenously. Within approximately 15-20 minutes, the pt's symptoms had resolved; the pt left the cath lab in stable condition and four hours later continued to be doing well.